Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. Pump received with cracked reservoir tube lip note.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 489 mg/dl. The customer was treated for high blood glucose with the pump. The customer was offered to troubleshoot but declined stating the pump is working but not working for him. The customer completed self-test and passed. The customer was advised to speak to health care provider about the unexplained high blood glucose issue.